Event description:
Seven endeavor sprint rx drug-eluting stents were implanted. One stent was implanted in the proximal lcx (MFR report # 2953200-2009-00293), two stents were implanted, overlapping, in the proximal lad (MFR implanted # 2953200-2009-00294-00295) and four stents were implanted, overlapping, in the proximal rca (MFR report # 2953200-2009-00296-00299). On day of index procedure, investigator reported a post procedural enzyme rise. Investigator classified enzyme rise as acute non stemi/non q-wave mi. Location of infarction unk. It is unk if target lesions were involved. Investigator states that mi was related to study procedures. Pt asymptomatic at 30 day and 6 month follow up.

Manufacturer narrative:
Evaluation results: (mi).